Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm, was found to have a crack. The following issue was reported by the customer: ¿the injection site of the b line at the cassette level, broke when the luer lock syringe was screwed on.¿ the status of the product at the time of the event is when the luerlock syringe was screwed on. The product is available for evaluation (but is contaminated). There was no patient harm reported.

Manufacturer narrative:
Investigation summary: received one (1) used list #140079291 primary plum set with the secondary port broken off. The secondary port. The deformation area was observed to be at a slight angle. The area was also observed under uv light where errant solvent was observed. The complaint of secondary port breakage can be confirmed. It is unknown how the presence of solvent in the damage area could affect the integrity of the port. The probable cause of the observed damage is unknown. The possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint.